Manufacturer narrative:
(B)(4). Device lot number: 0013258589. Device expiration date: 02/10/2013. Device manufactured date: 02/23/2010.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent system was to be used during an esophageal stent implantation procedure on (B)(6), 2011. According to the complainant, during unpacking of the device, the yellow pulling on the stent delivery system was difficult to remove from the package. As a result, when the stent system was removed from the package and the physician pulled on the pulling, the stent was partially deployed. No visible issues were noted to either the stent system or to the package. The procedure was completed with another ultraflex covered esophageal stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 22mm. The yellow pull ring was withdrawn from the hub by approximately 795mm. No issues were noted with the yellow pull ring. The device analysis determined that the condition of the returned device was consistent with the complaint incident. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. As the event occurred during unpacking without direct patient contact, the most probable root cause classification is handling damage.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent system was to be used during an esophageal stent implantation procedure on (B)(6) 2011. According to the complainant, during unpacking of the device, the yellow pullring on the stent delivery system was difficult to remove from the package. As a result, when the stent system was removed from the package and the physician pulled on the pullring, the stent was partially deployed. No visible issues were noted to either the stent system or to the package. The procedure was completed with another ultraflex covered esophageal stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent system was to be used during an esophageal stent implantation procedure on (B)(6), 2011. According to the complainant, during unpacking of the device, the yellow pullring on the stent delivery system was difficult to remove from the package. As a result, when the stent system was removed from the package and the physician pulled on the pullring, the stent was partially deployed. No visible issues were noted to either the stent system or to the package. The procedure was completed with another ultraflex covered esophageal stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."